Manufacturer narrative:
H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: (additional information): b5 has been updated based on the additional information received on may 8, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastric fundus varicose ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on may 8, 2025: the device was used to treat esophageal varices during an endoscopic variceal ligation.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastric fundus varicose ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the indication of the procedure was gastric fundus varicose. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastric fundus varicose ligation procedure performed on (B)(6) 2025. During the procedure and inside the patient, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received on may 8, 2025 the device was used to treat esophageal varices during an endoscopic variceal ligation.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: (additional information) block b5 has been updated based on the additional information received on may 8, 2025. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted the ligator housing was not returned. Only the handle was returned, and it had marks of trip wire being secured. Also, the suture was returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, only the handle was returned, showing marks where the trip wire had been secured, and the suture was returned with seven knots. Based on this, and without a complete evaluation of the device, the most probable cause could not be determined. Therefore, the most likely root cause of this complaint is classified as "cause not established."